Event description:
A surgeon reported that the measurements of one pt were associated with the name of another pt. The measurements were not used to develop any treatments, and there was no harm to any pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in according with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).